Event description:
In 2007, a pt underwent surgery for a hernia repair. On the following month, the wound was opened for an acute deep surgical infection. A mesh product was removed and the defect was repaired with a different mesh product. The infected surgical site was closed using v.a.c therapy with the v.a.c. Whitefoam dressing in contact with the mesh and covered with v.a.c. Granufoam dressing. According to the reporting physician, the proposed post-operative wound care involved removal of the mesh products, debridment, irrigation, and replacement with clean v.a.c. Dressing. However, according to the reporting physician, the parties delegated responsibility for changing the dressing failed to remove the v.a.c. Whitefoam dressing. The v.a.c. Granufoam dressings were sequentially replaced. Subsequently, the wound all but closed by contraction and rendered a chronic sinus. In 2008 during an operation which was intended to achieve debridement and closure of a chronic draining sinus, the v.a.c. Whitefoam dressing was identified during sharp debridement and removed. According to the reporting physician, the wound has since closed and has remained free of infectious complications.

Manufacturer narrative:
V.a.c. Labeling states under "warning" about foam placement: "always count the total number of pieces of foam used in the wound and document that number on the drape and in the pt's chart." It also states under "warnings" for foam removal: "v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound, or lead to infection or other adverse events."